Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product. The suture and anchors were returned. Both anchors were in the deployment channel. The suture was tucked into the depth indicator tubing. The depth indicator button was in the default position. The actuator tip was behind t1. A functional evaluation was conducted. The actuator tip moved t1 functioning as expected. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. It was determined the device did not contribute to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, t2 of the fast-fix did not came off the end, the stitch had to be removed from the patient and another one was opened. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.